Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/26/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/07/2015 with the following findings: there were occlusion alarms observed in the black box with the force at time of occlusions was high. A rewind, load cartridge, and prime steps were performed successfully with no alarms. The force sensor calibration test confirmed sensor was detecting correct force. The pump was exercised for 24 hours with no occlusions. Unrelated to the original complaint, the battery compartment was cracked.